Event description:
Overdelivery reported: the pump reportedly overdelivered during biomedical engineering routine preventative maintenance testing. The pump was removed from pt service for it's scheduled annual testing. There was no report of any pt related event prior to the test date. It was reported that the pump failed the volume accuracy test by overdelivering. Specific testing results were not available.